Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaws of the device fell off outside of the patient. The radial was harvested using an open technique and the case was completed. Harvester discontinued use of the hemopro 2 device and took the radial open. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaws of the device fell off outside of the patient. The radial was harvested using an open technique and the case was completed. Harvester discontinued use of the hemopro 2 device and took the radial open. The hospital did not report any patient effects.

Manufacturer narrative:
Outcome attributed to ae. Corrected from "required intervention" to "other". (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Heavy charred tissue and blood were observed on the heating element. Specks of blood were observed on the harvesting tool handle and toggle. The silicone insulation was peeled away and detached from the cold jaw support. The silicone insulation was not returned for investigation. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the hot jaw. No other failures were observed. Based on the returned condition of the device the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" were confirmed. Specific actions for the reported failure "peeled; jaw" and analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.